Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastroplasty, while on the stomach, the device locked during firing. They replaced with a new device to complete the case. There was no patient injury.